Manufacturer narrative:
Other, other text: b3 and b5, updated.

Event description:
Additional information received via email. The exact date is not clear, but it was the weekend of the (B)(6) 2023 and was while in situ with the patient. The patient reported "feeling as if something was stuck in his throat while the trache tube was in situ".

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device sample was received in used condition without the original packaging. Per visual inspection, the samples showed tears along the length of the tube. The complaint was confirmed. Based on the analysis performed this type of condition can be generated during the handling of the product in the intubation process or the use of non-recommended lubricants or cleaning solutions, the root cause was attributed to the supplier and could not be associated to the manufacturing process since the reported failure could not be reproduced using the assembly process tools. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Manufacturer narrative:
Date of event; d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by a patient that a bivona non-flextend tracheostomy tube was faulty. The patient reported feeling like "something was stuck in his throat". The parent and nurse reported that tears were observed upon manipulating the tube without the introducer. No adverse effects reported.